Manufacturer narrative:
The suspect product is the softclix lancet.

Event description:
Pt reported the lancet did not retract into the softclix lancet device system, lot number wim293. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped.